Manufacturer narrative:
The reported event that 2 screws backed out from a «proximal lateral humerus plate axsos 3 ti for left humerus 3 hole / l86mm» after a follow-up x-ray, could be confirmed, based on the review of the provided x-rays. The reported «proximal lateral humerus plate axsos 3 ti for left humerus 3 hole / l86mm» was not returned therefore a visual inspection could not be performed. Also, no further information regarding the patient and his immobilization were communicated. However from the review of the provided x-rays, the clinical consultants` assessment revealed that: ¿the x-ray shows a left shoulder after a sub capital fracture of the humerus, treated with a plate. [¿.] The distal fragment has been fixed with two locking screws, reposition was anatomical. [¿.] The plate has been implanted on (B)(6) 2017. There is only one plane of the x-ray included. The x-ray was made on the (B)(6) 2017. [¿.] The next x-ray shows the same shoulder in the ap-plane on the (B)(6) 2017. Now the plate has loosened from the humeral shaft. The screws are still fixed to the plate. The proximal humerus shows the plate, placed in the correct position and still fixed to the proximal fragment. [¿.] The last x-ray presented is after revision surgery. The proximal humerus is again fixed to the distal fragment with one non-looking screw, obviously positioned in the sliding hole of the more proximal part of the plate. [¿.] Conclusion: from the surgical point of view the fixation of the plate at the shaft should have been with at least three screws. Beginning with a non-locking screw in the sliding hole to ensure a close and optimal reposition and fixation of the plate to the shaft. Afterwards the locking screws should have been fixed to the plate. We see two surgical mistakes in the x-ray after surgery: due to its shape the non-locking screw does have a tighter fixation to the bone. So one must not abandon it. But, if you do so, you should follow the recommendation, that at least six corticals should be held on each side of the fracture (following ao-guidelines at least). The fixation of the plate with only two locking screws is not safe, neither is the fixation with that sole non locking screw after the revision. This is very unstable and also likely to loosen. First of all the complication is following the surgical negligence of the use of only one screw. This judgement is limited due to the few x-ray files we have.'' An incorrect intraoperative technique, could have definitely led to complications such as loosening or even breakage of the implants. As per IFU ((B)(4)), ¿ensure that you are familiar with the intended uses, indications/contraindications, compatibility and correct handling of the implant, which are described in the operative technique manual for the product system. [¿] the correct selection of the fracture fixation appliance is extremely important. Failure to use the appropriate appliance for the fracture condition may accelerate clinical failure. Failure to use the proper component to maintain adequate blood supply and provide rigid fixation may result in loosening, bending, cracking or fracture of the device and/or bone. [¿] these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. [¿] the risk of post-operative complication (e.g. Failure of an implant) is higher if patients are obese and/or cannot follow the recommendations of the physician because of any mental or neuromuscular disorder. For this reason those patients must have additional post-operative follow-up.¿ as per op. Tech. ((B)(4)), ¿use low speed only and do not apply axial pressure if power screw insertion is selected. Stop power insertion approximately 1cm before engaging the screw head in the plate. Power may negatively affect final screw insertion, and if used improperly, may damage the screw / plate interface (screw jamming). This may lead to the screw head breaking or being stripped.'' Based on the investigation, the root cause was attributed to a user related issue, due to an inadequate fixation, which resulted into the loosening of the plate due to over repeated loads. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated. Device remained implanted.

Event description:
Initial procedure did on (B)(6) 2017. It was confirmed a screw of back out after followup by xray. Patient was not fall and her bone quality was weak.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Initial procedure did on (B)(6) 2017. It was confirmed a screw of back out after followup by xray. Patient was not fall and her bone quality was weak.